Event description:
This patient had a three year history of a metal-on-metal asr hip without problems. Patient then developed increased pain and discomfort, and underwent a revision of right acetabular component with metal debris. The operative note states: "findings: grossly loose right asr cup, necrotic tissue that was pale gray encompassing the hip abductors involving the gluteus minimus and medius and the anterior aspects of the proximal vastus lateralis off of its origin from the proximal femur." Patient underwent a conversion with a constraint liner. A drain was placed. Cultures were obtained which have been negative. Preoperative aspiration was negative. Infectious disease was consulted given the gravityf the soft tissue involvement with this metal-on-metal hip. There were no complications during the case, and the patient was taken to recovery room in stable condition.